Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted overnight on (B)(6) 2019 with complaints of abdominal pain, weakness, and epistaxis for over 12 hours. Symptoms reportedly stopped once oxygen was applied by emergence medial system (ems). The patient was having tarry stools, potentially from swallowing blood. Outside hospital was unable to get doppler mean arterial pressure (maps), patient given 500ccs of normal saline. An abdominal/pelvic CT was done and the patient was transferred to university of chicago mc for observation per request of the outside physician. Hematocrit & hemoglobin was trended, and inr was 1.4. Review of prior to admission (pta) medication list was requested. Hydralazine and lasix were held and lactic normalized. Proton pump inhibitor (ppi) bid was given. Ventricular assistive device (vad) showed low pi's with no speed or power issues. Nasal spray was ordered. The patient was hypertensive prior to meds then hypotensive and symptomatic. Albumin was given and lasix was restarted. Isosorbide and amlodipine were discontinued and beta blockers were decreased. Anticoagulation was stopped overnight with plan to reconsider in the morning. Bowel movement (bm) regimen was determined. On (B)(6) 2019, labs were stable and regimen was optimized. The patient was discharged home on (B)(6) 2019 after medications were reviewed. The relation between bleeding and the device is unknown.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.